Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings:there are no unexplained por's recorded in the black box (bb) history. On 09/15/2015 a "128 replace battery" alarm was observed in the bb. The bb data revealed that the battery was not replaced and the pump was no longer running. The battery compartment was found to be cracked on the side from the threads traveling down toward the case seal and below the bumper at the case seal. During evaluation, a 24 hour basal program was used with a test cap with no intermittent power/roboot occurrences. The reported, ¿no power,¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)